Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: during the investigation, a review of the black box showed an unexplained power reset event on (B)(6) 2017. The battery compartment was found to be undamaged, and the returned battery cap was able to fit securely. The battery cap contacts were found to be within specification. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump¿s ¿ez-prime¿ steps were performed correctly, and the pump was tested for 24 hours with no power interruptions occurring during the investigation. Investigators were unable to duplicate the ¿intermittent power¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board or to the cgm module.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.